Event description:
It was reported that, three years ago, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to atrial fibrillation and t wave oversensing. The settings were then checked and adjusted from secondary to primary. Since then, all the episodes were correctly discriminated as atrial fibrillation (af) and the technician wanted to review the s-ICD due to the recent episodes of af. Technical services (ts) reviewed the data and a t wave oversensing episode was found approximately a year ago. The technical services (ts) recommended medication and reprogram options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered another inappropriate shock due to t wave oversensing. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, three years ago, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to atrial fibrillation and t wave oversensing. The settings were then checked and adjusted from secondary to primary. Since then, all the episodes were correctly discriminated as atrial fibrillation (af) and the technician wanted to review the s-ICD due to the recent episodes of af. Technical services (ts) reviewed the data and a t wave oversensing episode was found approximately a year ago. The technical services (ts) recommended medication and reprogram options. This s-ICD remains in service. No adverse patient effects were reported.